Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced hyperglycemia with a reported blood glucose of 275 mg/dl overnight, and subsequent readings showed a sensor value of 270 mg/dl while a contemporaneous fingerstick measured 219 mg/dl; the patient uses the ilet with a dexcom g7 and had performed a full supply change with a contact detach steel infusion set. Symptoms included high blood glucose. Outcomes included self-management with sensor calibration, instructions to repeat a fingerstick in one hour to assess sensor accuracy, and guidance to replace the sensor if discordance persisted, with no hospitalization. Investigation included remote troubleshooting and education on calibrating the ilet with a fingerstick, reassessment of sensor accuracy, and consideration of sensor replacement. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with a potential contribution from sensor-reading discordance versus capillary glucose, and no confirmed device malfunction of the ilet or infusion set. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.